Manufacturer narrative:
H.6. Investigation summary : four photos were provided. The photo shows plastic bag with a posiflush syringe and an IV set. The posiflush platform was contacted. After an investigation with the dchu it was confirmed that an onsite investigation was performed. A device history review was conducted for lot number 0015027 and 9351580. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause can¿t be confirmed. Nothing in our manufacturing process has been identified that could contribute to this failure mode. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. H3 other text : see section h.10.

Event description:
It has been reported that the syr 10ml pump compatible saline 10ml fil has been found damaged during use. The following has been provided by the initial reporter: material no: 306547 batch no: 0015027, 9351580. It was reported that customer returned syringes with samples for me2017. 1b - 353409 two used 10ml bd syringes lot 9351580 exp 2022-11-30, 0.9% sodium chloride injection two use extension sets identified to be me2017 lot unknown (additional photos of tag on set) ¿ "IV tubing changed 2/24 0500", ¿ "IV tubing changed 2/25 2100" - attached to one used non-bd needleless IV connector one curos cap. 1c ¿ 353410; one used 10ml bd syringe lot 0015027 exp 2022-12-31, 0.9% sodium chloride injection; one used extension set identified to be me2017 lot unknown (additional photo of tag on set attached) "IV tubing changed 2/23 0645" ;- attached to one used non-bd needleless IV connector. Bag 2e ¿ bd2 tw pr (B)(4). One used extension set identified to be me2017 lot unknown one used 10ml bd syringe lot 0015027 exp 2022-12-31, 0.9% sodium chloride injection bag 2f ¿ bd2 tw pr (B)(4). One used extension set identified to be me2017 lot unknown (additional photo orange tag to set) "IV tubing changed 2/20". One used non-bd stopcock. One used 10ml bd syringe lot 0015027 exp 2022-12-31, 0.9% sodium chloride injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0015027. Medical device expiration date: 2022-12-31. Device manufacture date: 2020-01-15. Medical device lot #: 9351580. Medical device expiration date: 2022-11-30. Device manufacture date: 2019-12-17.

Event description:
It has been reported that the syr 10ml pump compatible saline 10ml fil has been found damaged during use. The following has been provided by the initial reporter: material no: 306547 batch no: 0015027, 9351580. It was reported that customer returned syringes with samples for me2017. 1b - (B)(4). Two used 10ml bd syringes lot 9351580 exp 2022-11-30, 0.9% sodium chloride injection two use extension sets identified to be me2017 lot unknown (additional photos of tag on set) ¿ "IV tubing changed 2/24 0500", ¿ "IV tubing changed 2/25 2100". - attached to one used non-bd needleless IV connector. One curos cap. 1c ¿ (B)(4). One used 10ml bd syringe lot 0015027 exp 2022-12-31, 0.9% sodium chloride injection one used extension set identified to be me2017 lot unknown (additional photo of tag on set attached) "IV tubing changed 2/23 0645". - attached to one used non-bd needleless IV connector. Bag 2e ¿ bd2 tw pr (B)(4). One used extension set identified to be me2017 lot unknown. One used 10ml bd syringe lot 0015027 exp 2022-12-31, 0.9% sodium chloride injection. Bag 2f ¿ bd2 tw pr (B)(4). One used extension set identified to be me2017 lot unknown (additional photo orange tag to set) "IV tubing changed 2/20". One used non-bd stopcock. One used 10ml bd syringe lot 0015027 exp 2022-12-31, 0.9% sodium chloride injection.